Event description:
A malfunction alarm was reported and identified as malfunction code 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support coordinated the replacement of the faulty pump with a new model, equipped with updated software. Training and instructions were provided to the customer for the use of the replacement pump, including guidance on returning the malfunctioning pump via pre-paid shipping with ups within 10 days. The customer understood and acknowledged these instructions, opting to use a backup insulin pump to ensure continued insulin delivery.